Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by vet that an animal underwent a oophorectomy procedure on 8/27/2019 and suture was used. When performing the suture of the abdominal wall and/or subcutaneous tissue, the needle pulled off from the thread after few tissue passages without exerting excessive tension. Use of another thread to finish the procedure without any issue for the animal.